Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The reported event was caused by a qb board failure. The exact cause of the qb board failure could not be conclusively determined, because the device was not returned to olympus medical systems corp. (Omsc). However, the qb board failure may have been caused by an accidental failure of an electronic component. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus service operation repair center (sorc). As a result of the evaluation, the following was confirmed. The sdi2 output signal failure occurred due to a qb board failure. The protective panel on the monitor screen was scratched. The front bezel was cracked. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
An olympus corporation representative reported that the sdi2 signal of the port b input terminal was not output during the preparation for use. This device is an olympus asset and there was no report of patient injury associated with the event.